Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter,the device needle was lost and retained on the perineum. The issue was occurred on the second passage. It was researched but not retrieved and still inside. Another procedure (radio) was scheduled to retrieve the needle. Patient is alive with injury.